Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was leaking iodine while connected to a peritoneal dialysis (pd) transfer set. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a minicap connected to a transfer set and there was evidence of iodine staining on a white tissue paper held underneath the minicap or transfer set connection. The reported condition was verified. The cause of the condition could not be determined by visual inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.